Event description:
It was reported via repair work order that the side rail would not lock in upright position due to bent siderail. It was also reported that the fowler weldment was bent and could only lay flat on the left side. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.